Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for eval and the investigation is currently underway. This application represents an off-label used for this device. This device is not indicated for use in the dilatation of stent grafts.

Event description:
It was reported that a pta balloon demonstrated fiber unraveling upon removal from the pt. The pta balloon dilatation catheter had been used to post dilate a stent graft implanted to repair an iliac aneurysm. Reportedly, after post dilatations were performed, the pta balloon became stuck on the stent graft. The physician was able to free the pta balloon from the stent graft by applying significant force during retraction. No report of pt injury.